Manufacturer narrative:
Neither the console nor components were returned, but the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was found that the reported error 157 displayed by the console was caused by damage to the solenoid single method. Following replacement of this component and device recalibration the device passed full functional testing. No further issues were identified during service the clinical observation was confirmed by analysis; the damaged solenoid could have affected the console performance and its integrity, leading to the reported event and error issued; based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation. D3/g1 additional email: (B)(4).

Event description:
It was reported that the fiber deteriorated during the procedure and at the end of the procedure, the tip detached. The procedure was completed without any patient complications.

Event description:
It was reported that the fiber deteriorated during the procedure and at the end of the procedure, the tip detached. The procedure was completed without any patient complications.

Manufacturer narrative:
(B)(4).